Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 48mg/dl which was treated with food. Customer¿s current blood glucose was 145mg/dl. Customer stated that insulin pump exposed to ultrasound equipment for her eyes. Customer stated that they had alert like sensor updating and change sensor. Insulin pump will not be return for analysis but sensor will be return for analysis.